Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient informa)tion is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that during implantable pulse generator (ipg) clinical check, the device exhibited battery depletion during warranty time. Recommended replacement time (rrt) triggered and was indicated as premature battery depletion. The ipg remains in use, and no patient complications have been reported as a result of this event.